Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was on critical override. A technical support specialist (tss) dialed into station 3north1 and confirmed it is no longer in critical override. Date and time are correctly aligned with the server. Data synchronization logs were reviewed, and no active issues were found, although a previous socket timeout/connection-closed error was observed. The tss performed troubleshooting and confirmed that the device is now verified to be up and running as expected with no current errors. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was on critical override but only allowed medications to be pulled during a one-hour administration window. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.